Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the ICD. Additional information received from the patient's cardiologist indicated that the last interrogation of the ICD system at the clinic showed normal function. The patient was not pacemaker dependent. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. During follow up with the patient's cardiologist, the physician did not indicate that the death event and device system were related. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
During follow up with the patient's cardiologist, the physician did not indicate that the death event and device system were related. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. During follow up with the patient's cardiologist, the physician did not indicate that the death event and device system were related. Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.